Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Once thhe impella cp was inserted and started and the patient arrested several times with cardiopulmonary resuscitation in between while on impella support. Additionally, hematoma was noted on the impella site. Manual pressure was held, and pressure bag was placed on site. One unit of blood was administered. The patient went to CT to look for bleeding on first attempt. On 2nd attempt, CT identified what looked like a splenic bleed liver embolization was done to stop bleeding. Heparin was restarted the next day. The patient ejection fraction recovered and the impella was explanted.

Manufacturer narrative:
Correction: d4: the investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma: hematoma noted upon inspection of impella site. Hold manual pressure/place pressure bag on site. The cause of hematoma is determined to be use issue due to patient movement because hematoma was noted after transfer to ICU. Major bleed: the root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all the post sterile inspection checks.